Manufacturer narrative:
Final analysis found a full degradation at a location adjacent to the connector boot. (B)(4).

Event description:
This report is to advise of an event observed during analysis.